Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks to the guidewire lumen inside the balloon. Microscopic examination revealed a pinhole in the balloon 13.2cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
Reportable based on device analysis completed on 18jul2024. It was reported that the balloon leakage occurred. The stenosed target lesion was located in the superficial femoral artery. A 6.0x150x150-hybrid sterling balloon was selected for the percutaneous transluminal angioplasty (pta) procedure. However, it was noted that the contrast medium leaked out of the balloon and did not expand during the post-balloon dilatation. The procedure was completed normally by replacing it with a different device. No complications were reported, and the patient was stable after the procedure. However, device analysis revealed a pinhole in the balloon 13.2cm from the tip.